Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: there was no pump data from the time of the event due to continued patient use. The current black box data showed no evidence of intermittent power issues. The returned battery cap was measured and was confirmed to be within specifications. The cap attached to the pump successfully and the pump was exercised for 24 hours without issues. The pump was opened and no moisture or loose components were found during investigation.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that when a battery was inserted in to the pump, the pump would beep and vibrate but would be unresponsive until about 20 minutes afterword when it would start working. Animas has made multiple attempts to follow up with the patient to troubleshoot but have been unsuccessful at this time. This report is made based on the allegation of a possible power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.